Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. 01.00551.102 ref# fitmore hip stem a, grösse 2) are marketed in USA, and therefore this report was filed. Trend analysis: no trend identified. Device history records (DHR): the device history record were reviewed and found to be conforming. Event summary: in the article named "failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty" it was reported that the patient in case 2 is (B)(6) man weighting (B)(6). He received his first cementless tha at the age of (B)(6), which was revised 8 years later. The second tha had to be revised 3 years later due to failure of bone ingrowth and pain related to loosening. A revitan stem was implanted which then fractured 6 years postop at the junction between the proximal and the distal part. Review of received data 1 CT scan was included in the article which shows the revitan stem broken at the modular pin connection. It is not possible to comment on the bone condition as there are some dark areas which appeared due to the scan quality. The received article states thorough findings regarding two different revitan stem breakage cases (B)(4). The investigation of those two cases result in similar observations. The proximal fracture surface and the side surface of the proximal fracture part were investigated using om, sem, eds and fe-sem / fib. The distal fracture portion was utilized for a longitudinal section in lateral-medial direction which was then further analysed using sem, eds and ebsd. On the fracture surface a fatigue fracture with a fracture origin on the lateral side propagating to medial was found. The fracture surface is characterized by 3 zones, zone 1 with partial dark stains composed of mainly titanium oxide (eds), zone 2 with beachmarks and fine cracks along the beachmarks and zone 3 with dimple fracture. ¿the existence of corrosion products in zone 1 indicated that corrosion was involved in the initiation of the fatigue fracture.¿ on the side surface a burnished band proximal to the fracture was detected and divided into 3 areas. Area 1 closest to the fracture surface shows multiple transverse cracks and dark stains of ti alloy. Area 2 revealed pitting corrosion and microcracks. Area 3 was called transition zone from area 2 to the burnished band. There an early stage of pitting corrosion was seen. Particles egressed from the surface were identified as carbides by comparison to polished cocrmo components. The longitudinal section showed multiple cracks on the lateral and few / no cracks on the medial side. The cracks are filled with corrosion products which were identified as titanium oxide. Further, the presence of an interfacial crevice between the cocrmo pin and the distal stem body in case 2 narrowing down to distal was detected. The crevice was wider on the lateral side. Similar corrosion products were found in the crevice. The inner surface of the stem body did not show cracks. The lateral side was rough and uneven compared to the medial side. It was suggested that this together with the presence of titanium oxide indicates that the titanium alloy was removed due to fretting corrosion. The authors conclude that a key mechanism for the crack nucleation is the combination of corrosion and cyclic tensile stress and that the fracture is triggered by growing microcracks deriving from corrosion under dynamic tensile stress. If a critical crack size is reached fatigue cracking assisted by corrosion may take over and the crack may propagate until final fracture. Therefore, cocrmo alloys may be prone to premature fracture due to sub-critical crack growth under multiple corrosion attacks in certain mechanical and physiological environments. No product was returned to zimmer biomet for in-depth analysis. Root cause determination using dfmea. Fracture of implant due to insufficient fatigue strength of material and design => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review and the raw material certificate certify the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction) => possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements) => not possible: the device manufacturing quality records indicate that the released components met all requirements to perform as intended.-fracture of implant due to micro cracks due to laser marking in high stressed implant areas => not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device => possible: no information about the patient activity is known. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic) => not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review defined. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products => not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation => possible: nor surgical report for the implantation, neither the devices were received. Therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear) => possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear => possible: patient has high body weight ((B)(6)). Loosening or fracture of implant due to insufficient bony support of implant => possible: since there is only one x-ray available for the investigation it is not possible to comment on the bony condition change, therefore cannot be excluded. Conclusion summary the article is a thoroughly investigated case report about the findings of two fractured retrieved revitan stems. In general, the authors of the study found similar features on the fractured connection pins as reported by zimmer (B)(4) in certain analog cases. Although the authors lay out a potential failure mechanism of initial corrosion attack which finally led to the device fracture, they have not investigated whether also other sequences of events with e.g. Crack initiation due to short-term material overload and subsequent corrosion could have led to the reported fractures. Retrieval analysis shows the final result of a process and not the subsequent effects leading to it. In order to fully understand the sequence of events, further patient-related data should also be taken into account such as bmi, level of activity,special events related to the fracture, as well as a complete medical follow up including medical history and x-ray data to e.g. Assess the patient¿s bone changes over time. In the article these data are not identified and as a consequence of such not considered as potentially contributing factors to the reported fracture of the devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
In the article named "failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty" it was reported that the patient in case 2 is (B)(6) man weighing (B)(6). He received his first cementless tha at the age of (B)(6), which was revised 8 years later. The second tha had to be revised 3 years later due to failure of bone ingrowth and pain related to loosening. A revitan stem was implanted on (B)(6) 2009 which then fractured 6 years postop at the junction between the proximal and the distal part. The stem was revised on (B)(6) 2015. (Wang et al. 2016: failure mechanisms in cocrmo modular femoral stems for revision total hip arthroplasty, j biomed mater res part b 2016:00b:000-000).